Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Tests have been conducted, the results have not been reported to manufacturer at this time.

Event description:
Product user facility called and reported that the screen on the fusion navigation system would intermittently shut down and go to a black screen for long periods of time. The event did not happen during surgery and no pt was present.